Event description:
The user facility in united kingdom reported the system shut down during a procedure. The system was rebooted and the procedure resumed with no further issues. There was no impact to the patient.

Manufacturer narrative:
A field service technician evaluated the system. The system started up with no errors. The ac panel cable connection was found to be damaged and loose. After demonstrating the fault to the healthcare facility staff, the ac panel was replaced and passed testing. Preventative maintenance was performed on the system as well as field service test procedure. Final check of the system shows everything was within specification. The investigation is ongoing.

Manufacturer narrative:
The malfunction was traced to a damaged and loose ac panel cable connection. Given the system¿s age (manufactured in 2013), normal wear and degradation of internal cable assemblies is the most likely contributor to the failure. Once the ac panel was replaced, all system checks passed and performance returned to specification, confirming the degraded cable connection as the root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.